Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. The values for test 2 are not within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. Inratio precision data provided by end-user: first test inr = 3.5; second test inr = 1.3; third test inr = 3.2; mean = 2.67; sd = 1.19; %cv = 44.7. The %cv of 44.7% is greater than 20%. The precision failed the criteria for precision. Manufacturer's investigation results are as follows: the allowable difference between the inratio inr's and sysmex inr's are calculated. The three replicates for both samples for each lot are within the allowable bias. All meet the above criteria and no further action is required. Meter/device strips will not be returned. Investigation results were acceptable. No corrective action is required as no product deficiency was established.

Event description:
Caller alleged discrepant results after testing three times. The results are as follows: date tested 2009: results: test 1 - 3.5; test 2 - 1.3; test 3 - 3.2. Lab test verified accuracy of meter, lab gave 3.2.